Event description:
It was reported that telemetry showed non-capture on the right ventricular (rv) lead and pacing on the t wave. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: adsr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).